Event description:
Customer states the strip label on the comfort curve test strip container is missing the use by date, lot number, code number, and control ranges. Label is not covered up or torn off. The customer did not provide the location where the labeling discrepancy occurred, or when the discrepancy was first noticed. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Comfort curve test strip lot number and expiration date unk.

Manufacturer narrative:
The suspect product is the comfort curve test strips.